Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half-height cubie drawer was not detected on the bus. Customer tried to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 row board b was not detected on bus though it was active in tool. A field service engineer (fse) replaced the row board and rebooted the device and verified functionality. The system functioned as intended after the field service engineer repaired the device.